Manufacturer narrative:
(B)(4). Returned test strips evaluated with no defect found. Meter not returned for eval. Most likely underlying root cause of malfunction noted in the complaint user's test strip reused, user referenced different device during call. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2014).

Event description:
Consumer complaint of low blood results. Customer stated she ran a blood test and meter read "lo" which she does not know her true readings are. Customer stated she is feeling fine. Ran blood test, result; 83mg/dl. Results in memory: 03/06 "lo" (<20mg/dl); 03/05 148 mg/dl; 03/05 154mg/dl; no adverse event reported.